Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The battery monitoring voltage was found to decrease at a more rapid than expected rate. Minimal therapy has been delivered.